Event description:
Company rep reported a lap-band pt who was experiencing "severe abdominal pain." The lap-band port was first removed. Pt continued to complain of pain, so the band was subsequently removed.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, catalog number, and exact implant date. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter, the connector type is either a taper ii or rapidport ez strain relief. Visual exam may determine the connector type associated with this event. Pain is surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number, catalog number and exact implant date has been requested. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."